Event description:
It was reported the right ventricular (rv) lead bipolar impedance has increased up to 1900-2000 ohms in the last few months. It was noted that the unipolar impedance is 664 ohms. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.